Event description:
(B)(4). During placement, experienced intense pain and cramping. Bleeding for several weeks after. After placement, until now - constant cramping, infections and pain during intercourse. Tremendous back pain, swollen belly and sharp shooting pains in gut. Cramps are constant, never go away - but do get worse, and way worse at times. Intense, heavy bleeding during my monthly cycle as well as irregular bleeding at other times during the month.